Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the blood glucose meter read "high." Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. It was advised that the customer be treated with a manual injection, and her infusion set changed whenever she experiences two consecutive high blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.